Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a generator replacement, high impedance was seen after the new generator was placed. The physician noted that there was lead damage, possibly caused by wear and no patient trauma was noted. The new generator was implanted, kept off, and a lead revision will be performed at a later date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a lead revision. The suspect device is not available for return as it was discarded at the facility.

Event description:
Internal generator data was reviewed and showed that high impedance was seen on additional dates.